Event description:
Customer reported ma errors and have to reboot system to continue case. No patient injury was reported.

Manufacturer narrative:
The service rep retrieved the error log files for the intermittent ma errors. Also the gib and ffs disconnects. The rep cleaned the contacts on cable and power supply, adjusted null adjustments, cleaned and lubricated the anode and cathode cable and completed a filament calibration. He flouroed the high and flow technique. The rep verified the system is operating as intended.